Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced paleness, seizure, and a loss of consciousness. The customer was unable to self-treat and required treatment of fruit syrup by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.